Manufacturer narrative:
Patient is an ex-smoker with a history of hypertension and hyperlipidemia. Index procedure was prompted by ami. Investigator indicated that the previously reported gi bleed was not related to the study device.

Manufacturer narrative:
Cec adjudicated that the bleeding event was not related to the device but that it was related to the antiplatelet therapy.

Event description:
During the index procedure, it was reported that the patient received one resolute integrity drug eluting stent in the rca vessel. Approximately 6 months later, it was reported that the patient suffered from a bleed event - black stool, anaemia, gastric ulcer. On the same day as the bleed, the patient received a blood transfusion and dapt was discontinued to treat the event.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (haemorrhage); evaluation, conclusions: inherent risk of procedure (haemorrhage). (B)(4).